Event description:
It was reported that a patient, who underwent a posterior spinal fusion with rhbmp-2, suffered renal failure that required hemodialysis and respiratory failure that required 2 weeks of ventilatory support and tracheostomy postoperatively. At the final follow up, the patient had normal renal and pulmonary function.

Manufacturer narrative:
(B) (4). Literature article citation: good et al. Can posterior-only surgery provide similar radiographic and clinical results as combined anterior (thoracotomy/thoracoabdominal)/posterior approaches for adult scoliosis'. Spine 2010;35:210-218. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.